Event description:
It was reported that when advancing the rx ultra toward the lesion, the stent was moving on the balloon. The decision was made to deploy the stent where it was at, in the proximal rca, which was an unintended site. An additional ultra stent was used to treat the target lesion. The pt did fine throughout the procedure.